Manufacturer narrative:
The vector device was returned to the manufacturer and evaluated. The catheter and the tip were returned. No manufacturing deficiencies were identified when the catheter and tip were investigated. Adequate adhesive residue was observed in the correct location on the tip. The root cause was not established during the investigation; however, the field failure was most likely due to the device navigating a challenging anatomy. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, there have been no similar complaint events for this lot number. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation a follow-up report will be submitted. Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, during a limflow transcatheter arterialization of deep veins (tadv) procedure the medical team had difficulty delivering the vector to the starting point. The nose cone of the vector device broke off on the wire. The physician was able to push the nose cone out with a balloon through the distal venous access. There was no injury, and the nose cone was successfully removed. A second vector device was used and the procedure was completed without further issues.